Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan USA, alleging his onetouch ping meter was displaying an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at approximately 8am. Prior to the alleged issue occuring, the patient reported he was experiencing symptoms of "weakness, sweating and had vision issues." There is no evidence that the patient made any changes to his usual diabetes management routine in response to the alleged issue and the patient denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue remained unresolved and subject products were replaced and requested back for investigation. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.